Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Evaluation found that the contra-angle-lock is deformed and the top of the hexagon-connection is damaged as well. The deformation is on the right side of the contra-angle-lock. This is unusual, because a deformation which is caused by high implant insertion torque would appear on the left side of the contra-angle-lock. It implies that the driver was used to remove an implant out of the bone.

Event description:
It was reported that an ev implant driver would not fit into the contra angle. Treatment was not completed successfully and an additional surgery is needed.